Manufacturer narrative:
The device ro 14 035 has been inspected for investigation purpose. The tests performed confirmed that the surgeon did not perform the clearance procedure correctly which caused the collision between the robotic arm and the platform and produced a "communication failure" error. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the surgeon was not able to use autoscanning function. It has been reported that the surgery has been aborted.